Event description:
It was reported that there was a fly or spider in sterilized transducer manometer line. No pt complications were reported.

Manufacturer narrative:
Device has not been returned for eval.